Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was over 600 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.